Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnostic procedure. The procedure was delayed (<20 minutes) and was completed by moving the patient to another room. It was reported to philips that the system generated an alert related to a flat detector controller issue, which prevented x-ray generation. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the reported issue of x-ray not being enabled occurred following a power outage at the customer site. The fse confirmed that the power surge resulted in a burnt-out power supply (ps) unit and corruption of the fd controller (fdc) software. To resolve the issue, the fse replaced the damaged power supply, fd controller hardware was recovered in the field by formatting the fdc flash card and reinstalling the system software restoring the original controller functionality. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the flat detector controller had an issue, preventing x-rays. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.